Manufacturer narrative:
An additional lot number was reported (lot # m017411). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error message occurred. The customers blood glucose level was 98 mg/dl. The customer successfully loaded a new cartridge and resumed insulin delivery.